Event description:
It was reported that during a surgical procedure, the head of the bur broke. There were no adverse consequences to the pt reported.

Manufacturer narrative:
The device subject to this MDR has not been returned to manufacturer for evaluation as yet. Lot number information has not been provided to permit further investigation.